Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor would need to be replaced to address the issue. Additional findings not related to the malfunction/issue was two additional system errors that were found on the device. The system board and blower assembly would need to be replaced on the device. Additional findings not related to the malfunction/issue was contamination on the muffler assembly. This part would need to be replaced on the device. The following part was replaced proactively on the device: air foam inlet filter and particulate filter.